Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on most of the contacts on the penta lead and start to auto reduce. Patient did have a fall about two months ago. Programming changes were made. Therapy has been turned off. Lead procedure is anticipated in the near future. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.